Event description:
It was reported that resident was being lifted from bed to chair when one of the legs from the base of the lift went inwards and the lift started to tip. Resident was pulled back onto the bed, no injuries to the resident. Staff person found a nut and bolt laying on the floor. When examined the bolt was a short bolt and was not long enough to catch the locking washer, bolt was replaced with a longer one and unit was put back in service. Lift was last serviced for preventative maintenance on 1/13/98. Unsure why this wasn't noticed?